Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was unable to confirm or duplicate the customer's reported issue. Power was cycled into user mode and allowed uut to run for approx. 1 hour and observed no abnormal operation or transducer fault errors. Cycled power multiple times and the uut remained fully operational. The valve exhalation was tested and was found to be functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault and o2 (oxygen) sensor failure. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.